Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm indicated that the safety disk was due, to address the issue the stm replaced the safety disk and performed a pm. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that prior to use the safety disk on a cardiosave intra-aortic balloon pump (iabp) was full. There was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that prior to use the safety disk on a cardiosave intra-aortic balloon pump (iabp) was full. There was no patient involvement, thus no adverse event was reported.